Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was performed and met acceptance criteria after swapping out a calibrator, indicating the product is performing acceptable. Tracking and trending identified no adverse trend related to the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Manufacturer narrative:
A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated an initial result of 102.03 and a repeat result of 8.56. The falsely elevated ca 19-9 result was not reported outside the laboratory and there was no adverse impact to patient management reported.